Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, "there was no suture combined with the needles." The device was removed and a second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.